Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred upon power up in the medical/surgery care area. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is an remediated colleague pump with a user interface module master software version is 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.